Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly and passed the displacement test. However, the pump had a corroded electronic and motor assembly. The pump also had cracked battery tube threads, minor scratches on the lcd window, a cracked case at the display window corners, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she dropped her insulin pump while she was washing her car and it cracked open. The crack went down the side of the insulin pump near the reservoir compartment. The insulin pump got water in it. Customer's blood glucose level was 310 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.